Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer was receiving low predicted alerts and low alerts as well. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 68 mg/dl when his actual blood glucose level was 158 mg/dl. Advised that this sensor glucose and blood glucose difference was not within an acceptable range. The customer later mentioned that he received the lost sensor alert. Troubleshooting was done. Advised customer to insert a new sensor and that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor was returned with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.